Event description:
The polyethylene is disintegrating to the point where implant is expected to fail at any time and this is backed up by radiological studies that show that it has lost more than 1/2 of its density in less than 1 1/2 yrs. Because of this disintegration there is intense pain. There are also loose particles floating in knee. A revision surgery is scheduled for next month. This is only 1 yr, 8 months since implantation and the device was supposed to last 20 years. Rptr's family member is a part of a group of similar pts from the one surgeon. This surgeon believes all 72 of their pts with this knee will need to be revised. They are all located in the same area of the country. The polyethylene is failing (oxidizing) because of the sterilization process. They were sterilized using gamma radiation and left to sit in the air for more than 5 years. All were sterilized in 1993 and not implanted until 1999. Pt is planning to have their explanted knee implant evaluated for oxidation. Rptr wonders why co has not recalled device. According to rptr the FDA orthopedic section director has been made aware of the problems this group of pts has experienced. MFR notified pt about the problem 2 months ago.